Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. A 3.00mm x15mm emerge balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was removed but a fragment of the balloon detached and failed to be retrieved percutaneously from the right radial artery. The detached fragment was left intentionally in place inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. Magnified inspection identified a longitudinal tear and a complete circumferential tear in the balloon material 5mm from the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. The inner shaft was separated 6mm from the balloon separation. The distal end of the device including a portion of the balloon and inner shaft, markerbands and distal tip were not returned for analysis. The outer and inner shaft were damaged (torn and stretched) at the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. A 3.00mm x15mm emerge b alloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was removed but a fragment of the balloon detached and failed to be retrieved percutaneously from the right radial artery. The detached fragment was left intentionally in place inside the patient. No patient complications were reported.